Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm on the homechoice (hc) unit; the nurse found this alarm on the procard and wants to know what it is. The technical service representative (tsr) explained the alarm. On (B)(6) 2010 baxter product surveillance spoke with the home patient (hp) who stated he does not recall this alarm during any of this therapies. The hp stated he has not developed any infection and he has not had any pain or symptoms indicative of excessive air. The hp stated he has had no problems with therapy and confirmed that he has had no issues with set up or products. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation.